Event description:
Three ethicon harmonic lap shears disposable devices were used during a case. The surgeon was experiencing the tips "melting." Items were sequestered. Procedure completed without complication or harm.